Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the surgeon discovered the spine clamp instrument screw was stripped. The screw had seized in the clamp. The surgeon opted to use a different clamp to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Replacement device shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that the failure was confirmed. The screw threads are stripped in the middle of the travel of the adjustment screw. The clamp face is also slightly bent with many nicks and scratches. The reported event was confirmed to be caused by physical damage of the screw threads.